Event description:
Pt underwent ercp for removal of pancreatic stent. During removal, the stent broke. Initial attempts at removal were unsuccessful. The remainder of the stent was retrieved on 4/25/97, during repeat ercp.